Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the main matrix drawer one failed at times to stay closed. The fse cleaned the sensors and mirror on the matrix drawer, after which the customer was able to recover successfully. The engineer then logged into the hardware testing application and ran a final test on matrix drawer one, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.